Event description:
It was reported that the patient that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to deliver shock and failure to convert rhythm due to inadequate anti-tachycardia pacing delivered when the patient went into ventricular tachycardia. It was noted that the device eventually delivered a shock to convert the patient back to sinus rhythm. No intervention was performed. Patient was stable and continued to be monitored.